Manufacturer narrative:
Reported event of stent was torn during ureteroscopy procedure. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the bladder performed on (B)(6) 2014. According to the complainant, during the procedure inside the patient, the bladder coil split. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned polaris ultra ureteral stent was performed and it was found that the suture hole was torn all the way to the end of the bladder pigtail, and the suture was not returned. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found that the device met all the manufacturing specifications. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause is operational context as the damages likely occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the bladder performed on (B)(6) 2014. According to the complainant, during the procedure inside the patient, the bladder coil split. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.